Event description:
Customer reports rash on the bridge of his nose that blistered/oozed and was scaly that subsided after discontinued use of soclean. Dermatologists seen twice. Received prescription creams twice.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.